Event description:
The patient reported being shocked inappropriately. The patient did not provide additional information, and due to the lack of information the patient and device cannot be identified at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).